Manufacturer narrative:
This is one of two products involved with the reported events and are associated manufacturer report numbers 9616099-2014-00074 and 9616099-2014-00075. During preparation of the device, the stent was not manipulated. The stent was properly mounted on the system when inspected prior to use. The sds prepped according to IFU guidelines. Prior to inserting the sds in the catheter, the balloon was not inflated or partially inflated. Negative pressure was not applied to the sds. The inflation device was in the neutral position when the system was being advanced/withdrawn. The balloon was fully deflated prior to withdrawal. Negative pressure was maintained on the inflation device during withdrawal of the system. No anomalies were noted to the device when removed from the package. Concomitant medical products: 7f 45cm brite tip sheath, radifocus stiff guidewire 6x20mm balloon catheter, 5x20mm wanda balloon catheter. This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
It was reported by the affiliate during a percutaneous transluminal angioplasty (pta) of two lesions in the left subclavian artery (one in the distal subclavian and the other 90% in-stent restenosis (isr) of an unknown smart stent in the ostial subclavian), a palmaz stent on a powerflex plus was delivered to the de-novo lesion and dilation was conducted; however, the pressure never went above 3 atmospheres (atm). Because the palmaz stent was connected with indeflator via a three-way cock, the physician removed the cock and connected the palmaz directly to the indeflator. Then, inflation was conducted again, but the balloon never expanded. When the physician tried to remove the palmaz, it stuck to the distal end of the sheath. The stent was removed with the sheath as a unit, but it dislodged at the puncture site and cutting down was required to remove the stent. The stent was successfully removed and the patient is in stable condition. After removing the delivery system, a balloon rupture was found at the distal portion of the balloon. The device will be returned for analysis. There were two lesions in his left subclavian artery. One is a de-novo lesion with mild calcification and 90% stenosis in the distal subclavian and another is an isr lesion of unknown smart stent in the ostial subclavian. The date of implantation of the smart stent is unknown. The residual stenosis of the isr lesion is unknown. Approach was made from a left brachial artery with a 7f 45cm brite tip sheath. The lesions were crossed with a radifocus guidewire. First, the isr lesion was dilated with a 5x20mm wanda balloon catheter for 15 seconds and pre-dilation for the de-novo lesion was also conducted with a non-cordis 6x20mm balloon catheter. The guidewire was exchanged for another one (radifocus stiff). After that, a palmaz stent was delivered to the de-novo lesion and dilation was conducted. However, the pressure never went up above 3 atm.

Manufacturer narrative:
This is one of two products involved with the reported events and are associated manufacturer report numbers 9616099-2014-00074 & 9616099-2014-00075. Complaint conclusion: it was reported by the affiliate during a percutaneous transluminal angioplasty (pta) of two lesions in the left subclavian artery (one in the distal subclavian and the other 90% in-stent restenosis (isr) of an unknown smart stent in the ostial subclavian), a palmaz stent on a powerflex plus was delivered to the de-novo lesion and dilation was conducted; however, the pressure never went above 3 atmospheres (atm). Because the palmaz stent was connected with indeflator via a three-way cock, the physician removed the cock and connected the palmaz directly to the indeflator. Then, inflation was conducted again, but the balloon never expanded. When the physician tried to remove the palmaz, it stuck to the distal end of the sheath. The stent was removed with the sheath as a unit, but it dislodged at the puncture site and cutting down was required to remove the stent. The stent was successfully removed and the patient is in stable condition. After removing the delivery system, a balloon rupture was found at the distal portion of the balloon. There were two lesions in his left subclavian artery. One is a de-novo lesion with mild calcification and 90% stenosis in the distal subclavian and another is an isr lesion of unknown smart stent in the ostial subclavian. The date of implantation of the smart stent is unknown. The residual stenosis of the isr lesion is unknown. Approach was made from a left brachial artery with a 7f 45cm brite tip sheath. The lesions were crossed with a radifocus guidewire. First, the isr lesion was dilated with a 5x20mm non-cordis balloon catheter for 15 seconds and pre-dilation for the de-novo lesion was also conducted with a non-cordis 6x20mm balloon catheter. The guidewire was exchanged for another one (non-cordis). After that, a palmaz stent was delivered to the de-novo lesion and dilation was conducted. However, the pressure never went up above 3 atm. During preparation of the device, the stent was not manipulated. The stent was properly mounted on the system when inspected prior to use. The sds prepped according to IFU guidelines. Prior to inserting the sds in the catheter, the balloon was not inflated or partially inflated. Negative pressure was not applied to the sds. The inflation device was in the neutral position when the system was being advanced/withdrawn. The balloon was fully deflated prior to withdrawal. Negative pressure was maintained on the inflation device during withdrawal of the system. No anomalies were noted to the device when removed from the package. One non sterile catheter palmaz stent delivery system was received coiled inside a plastic bag. The balloon was not previously inflated. Stent was not received with the device. Crimping marks were noted in the balloon. Inflation test was performed and a pinhole was found in the distal section of the balloon. Insertion withdrawal test was perform using a lab sample 5f bts csi and no resistance was felt. Results showed that the balloon external surface exhibited evidence of scratching; the balloon internal surface exhibited no evidence of damage. This balloon burst failure exhibited no other surface anomalies that could have caused the failure. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported ¿balloon burst at/below rbp¿ was confirmed through analysis of the returned device. Analysis could not confirm the stent dislodgment as the stent was not returned and crimp marks were noted on the device suggesting that the stent was properly crimped onto the balloon during manufacturing. Additionally the reported withdrawal difficulty was not confirmed since functional test was successfully performed during analysis. The exact cause could not be conclusively determined. However, based on the information available for review, vessel characteristics (90% stenosis) may have contributed to the balloon burst leading to difficulty withdrawing the device and dislodgment of the stent. Evidence of scratching on the external surface of the balloon also suggests that the balloon came into contact with a rough/abrasive surface (calcification/stenosis) during delivery to the lesion or within the target lesion. Controls are in place to prevent defective balloons from leaving the facility. Neither the product analysis nor the manufacturing records review suggests that the failure experienced by the costumer could be related to the manufacturing process. Therefore, no corrective/preventive action will be taken.